Manufacturer narrative:
(B)(4).batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just for clarification of the event. Did the device cut? Yes. If the device cut, was the cut line completed? Yes. When the clamp locked, did the device deliver any staples? Yes 8 instead of 12 if yes, were the staples formed properly? Yes. If yes, was the staple line complete? When the clamp locked, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. When the clamp locked, was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a gastrectomy procedure, the clamp locked after shooting eight staples instead of twelve. The surgeon changed two times and the cartridge had the same issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55v7z. The analysis found that one pse60a device was returned for analysis with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.